Event description:
A report was received that a patient underwent a pocket revision due to discomfort. The physician relocated the pocket site to a more comfortable location and the patient is reportedly doing well.